Event description:
Patient 1 of 2. Patient complained of shock during muscle stimulation therapy. No further patient outcome information is available.

Event description:
Patient 2 of 2. Clinician attempted self treatment with device and obtained a burn. No further patient outcome information is available.